Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked reservoir tube.

Event description:
Customer initially called to report that his insulin pump was malfunctioning. Customer stated that his insulin pump was tied to his leg and when he woke up the reservoir was empty and the insulin pump was unable to exit from preparing to prime loop. Customer mentioned that he had low blood glucose. Paramedics were called and customer was hospitalized. The blood glucose reading was 20 mg/dl when the paramedics arrived. Customer stated that he had high blood glucose of 557 mg/dl used the bolus wizard to treat with 10 units of insulin and 3 hours later he couldn't move and his mother called the paramedics. Nothing further was reported.